Event description:
Reporter alleges patient received implants on sept. 7, 1983 and had removal on july 31, 1996. Reporter also alleges patient had encapsulation in 1983, open capsulotomy on march 8, 1984 and on march 10, 1984 she had encapsulation and ongoing mirgration. Physician states severe encapulation and migration with possible shell failure in left side.

Manufacturer narrative:
Devices were returned to dow corning for ID purposes only and upon visual examination the units were found not to be intact. The devices were returned to australia without further evaluation.

Manufacturer narrative:
Devices were returned to dow corning for ID purposes only and upon visual examination the units were found not be be intact. The devices were returned to australia without further evaluation.

Event description:
Reporter alleges patient received implants on sept. 7, 1983 and had removal on july 31, 1996. Reporter also alleges patient had encapsulation in 1983, open capsulotomy on march 8, 1984 and on march 10, 1984 she had encapsulation and ongoing migration. Physician states severe encapulation and migration with possible shell failure in left side.